Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during the deployment of a 26 mm certitude valve in the aortic position via transapical approach the clinician post dilated and delivery balloon ruptured. The team tried to remove the delivery system, but met resistance. The delivery system was removed with the sheath. The balloon was caught on purse string sutures and pulled them out. The patient was placed on bypass to suture and patch apex. The patient was weaned off bypass and the chest was closed. The patient left room in stable condition. The sapien 3 valve was functioning well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The product was returned for evaluation. The delivery system (ds) was returned after being used in the procedure. The delivery system was returned inserted through the loader, sheath, and guidewire. There was a slight bend on sheath approximately 7" from proximal shoulder possibly due to returned packaging. No photography, videos, or imagery of used device was provided with the complaint. Visual inspection confirmed a balloon burst. The guidewire lumen was slightly pulled out but attached. Follow up with the site confirmed all balloon pieces were accounted for. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). The complaints were confirmed visually. Single wall thickness of the inflation balloon near to the observed burst was measured. The balloon single wall thickness at all measured locations were within specification. The work orders related to the device and any components that are relevant to the complaint event were reviewed. These work orders represent the components that could potentially contribute to the complaint. The review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no additional related complaints. Complaint data for the previous 12 months (may 2018 through april 2019) was reviewed for the certitude delivery system (all models and sizes) and revealed the complaint rate for the applicable trend category (¿balloon burst¿) and (¿withdrawal difficulty¿) did not exceed the control limit. IFU, device preparation and training manual were reviewed for instructions or guidance for proper use of the certitude delivery system (all models and sizes). No IFU/training manual deficiencies were identified. During the manufacturing process, the entire delivery system, is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Since no manufacturing/product non-conformances or labeling/IFU/training deficiencies were confirmed, an fmea assessment is not required. The complaints for ¿balloon burst¿ and ¿delivery system-withdrawal difficulty through sheath¿ were confirmed. No manufacturing non-conformances contributed to the reported events. Available information suggests that patient (calcification)/procedural factors (withdrawal of burst balloon) contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limit are assessed and documented as part of this monthly review. No corrective or preventative actions are required.